Manufacturer narrative:
Unit passed self test and displacement test. Software error detected alert found in the pump history (line number = 251 and file number = 32004). Problem isolated to electronic assemblies.

Event description:
The customer was reported via phone call that, the insulin pump had software error detected alert. The blood glucose was 115 mg/dl. The issue was resolved by troubleshooting. The device will be returned for analysis.